Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6), 2011 the patient obtained a blood glucose reading of 50 mg/dl and she experienced the symptoms of weakness and vomiting. The patient was admitted to the hospital, and it was alleged the pump was not functioning appropriately. Prior to this event, the patient had been ill with the flu and had not been eating. The patient self-manages her insulin regimen. Troubleshooting revealed the pump settings, date/time and basal settings were all correct. The patient noted her physician agreed the pump was functioning appropriately and returned the patient to ipt. The patient noted she reduced her basal rates following this event. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by programming the basal rates too high in the pump. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia and was hospitalized, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1: (B)(4) 2012, device evaluation: the insulin pump has been returned and was evaluated by product analysis on with the following findings: review of the black box revealed that information from the date of the alleged event of (B)(6) 2011, had been overwritten due to continued patient use and was not available for investigation. Available history was from (B)(6) 2012. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the pump was returned with a cracked display lens.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.